Event description:
It was reported that the t:slim x2 pump battery would not charge, triggering a power source alert. There was no adverse impact to the customer's blood glucose level. The customer initially followed a suggestion to keep the pump connected to its charging cable and adapter for over 30 minutes without success. A subsequent attempt resulted in the pump beginning to charge with the original charging supplies, resolving the issue without further assistance needed.